Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to a backup insulin pump for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.